Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician discovered that the left ventricular (lv) lead had dislodged completely, all the way into the pocket. A lead revision is planned. The physician programmed the device to vvi 40 and turned the left ventricular (lv) pacing off. No patient complications have been reported as a result of this event.